Manufacturer narrative:
The evaluation noted that the index surgery: (B)(6) 2019. Intra-operative tibial plateau fracture during tibial component implantation. A tibial stem was added. The case report form indicates this event is possibly related to devices and procedure. This event report was received through clinical data collection activities. As reported, during the initial implant procedure in this 78 y/o female patient¿s left knee on (B)(6) 2019, the tibial plateau fractured during the tibial component implantation. The patient has a history of primary osteoarthritis, hypertension, non-insulin dependent diabetes, and chronic gastritis. Per IFU # 700-096-004, a known surgical risk for total hip revision is potential bone fracture. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. The most likely cause for the bone fracture could not be determined due to insufficient information. No information provided in the following section(s): a5, b6, d4 (serial number and expiration date), and h4. The following section(s) have additional info; b5, (d4) catalog number, serial number, exp date, and UDI number, g4, g5, g7, h1, h2, h3, h6, and h7. Section h11: corrections made in the following section(s): (d1) brand name . (D2) common device name . (D4) catalog number, serial number, exp date, and UDI number.

Event description:
As reported, during the initial implant procedure in this 78 y/o female patient¿s left knee on (B)(6) 2019, the tibial plateau fractured during the tibial component implantation. The patient has a history of primary osteoarthritis, hypertension, non-insulin dependent diabetes, and chronic gastritis. The patient was discharged on crutches on day 2 post-op. The case report form indicates this event is possibly related to devices and procedure. This event report was received through clinical data collection activities. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. The most likely cause for the bone fracture could not be determined due to insufficient information.

Event description:
Index surgery: (B)(6) 2019. Intra-operative tibial plateau fracture during tibial component implantation. A tibial stem was added. The case report form indicates this event is possibly related to devices and procedure. This event report was received through clinical data collection activities.